Manufacturer narrative:
Failure event observed during analysis. Upon analysis, visual examination of the lead found two external abrasions breaching the optim sheath due to friction to the device can.

Event description:
This report is to advise of an event observed during analysis.